Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 675113) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, overweight and uterine bleeding. Previously administered products included for birth control: mirena from 2006 to 2010. Concomitant products included bupropion hydrochloride (wellbutrin) since 2018, fluoxetine hydrochloride (prozac) since 2018, linaclotide (linzess) since 2018 and lorazepam (ativan) since 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/ period cramp"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ weight gain/ loss : gained 30 lbs after essure"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced confusional state ("neurological conditions or problems type: confusion") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced urinary retention ("bladder or urinary problems or changes: urinary retention"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), uterine haemorrhage ("aub"), nausea ("nausea"), abdominal pain ("abdominal pain"), bladder pain ("bladder pain"), abdominal cramps ("abdominal cramps and pain"), multiple allergies ("allergies"), feeling abnormal ("brain fog") and herpes zoster ("shingles twice after essure") and underwent gastrectomy ("other surgery gastric sleeve") and cholecystectomy ("cholecystectomy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, gastrectomy, cholecystectomy, uterine haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, depression, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, abdominal pain, bladder pain, abdominal cramps, feeling abnormal and herpes zoster outcome was unknown and the urinary retention, confusional state, irritable bowel syndrome and multiple allergies was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder pain, cholecystectomy, confusional state, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrectomy, genital haemorrhage, herpes zoster, irritable bowel syndrome, menorrhagia, multiple allergies, nausea, pelvic pain, urinary retention, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, weight increased and abdominal cramps to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 675113, manufacture date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: new event was added: shingles twice after essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 675113) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, overweight and uterine bleeding. Previously administered products included for birth control: mirena from 2006 to 2010. Concomitant products included bupropion hydrochloride (wellbutrin) since 2018, fluoxetine hydrochloride (prozac) since 2018, linaclotide (linzess) since 2018 and lorazepam (ativan) since 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/ period cramp"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ weight gain/ loss : gained 30 lbs after essure"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced confusional state ("neurological conditions or problems type: confusion") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced urinary retention ("bladder or urinary problems or changes: urinary retention"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), uterine haemorrhage ("aub"), nausea ("nausea"), abdominal pain ("abdominal pain"), bladder pain ("bladder pain"), abdominal cramps ("abdominal cramps and pain"), multiple allergies ("allergies"), feeling abnormal ("brain fog") and herpes zoster ("shingles twice after essure") and underwent gastrectomy ("other surgery gastric sleeve") and cholecystectomy ("cholecystectomy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, gastrectomy, cholecystectomy, uterine haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, depression, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, abdominal pain, bladder pain, abdominal cramps, feeling abnormal and herpes zoster outcome was unknown and the urinary retention, confusional state, irritable bowel syndrome and multiple allergies was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder pain, cholecystectomy, confusional state, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrectomy, genital haemorrhage, herpes zoster, irritable bowel syndrome, menorrhagia, multiple allergies, nausea, pelvic pain, urinary retention, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, weight increased and abdominal cramps to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 675113, manufacture date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 675113) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, overweight and uterine bleeding. Previously administered products included for birth control: mirena from 2006 to 2010. Concomitant products included bupropion hydrochloride (wellbutrin) since 2018, fluoxetine hydrochloride (prozac) since 2018, linaclotide (linzess) since 2018 and lorazepam (ativan) since 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/ period cramp"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ weight gain/ loss : gained 30 lbs after essure"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced confusional state ("neurological conditions or problems type: confusion") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced urinary retention ("bladder or urinary problems or changes: urinary retention"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"). On an unknown date, the patient experienced nausea ("nausea"), abdominal pain ("abdominal pain"), bladder pain ("bladder pain"), abdominal cramps ("abdominal cramps and pain") and multiple allergies ("allergies"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, depression, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, abdominal pain, bladder pain and abdominal cramps outcome was unknown and the urinary retention, confusional state, irritable bowel syndrome and multiple allergies was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder pain, confusional state, depression, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, menorrhagia, multiple allergies, nausea, pelvic pain, urinary retention, urinary tract infection, vaginal haemorrhage, weight increased and abdominal cramps to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Lot number: 675113 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 675113) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, overweight and uterine bleeding. Previously administered products included for birth control: mirena from 2006 to 2010. Concomitant products included bupropion hydrochloride (wellbutrin) since 2018, fluoxetine hydrochloride (prozac) since 2018, linaclotide (linzess) since 2018 and lorazepam (ativan) since 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/ period cramp"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ weight gain/ loss : gained 30 lbs after essure"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced confusional state ("neurological conditions or problems type: confusion") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced urinary retention ("bladder or urinary problems or changes: urinary retention"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type: utis"). On an unknown date, the patient experienced nausea ("nausea"), abdominal pain ("abdominal pain"), bladder pain ("bladder pain"), abdominal cramps ("abdominal cramps and pain") and multiple allergies ("allergies"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, depression, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, abdominal pain, bladder pain and abdominal cramps outcome was unknown and the urinary retention, confusional state, irritable bowel syndrome and multiple allergies was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder pain, confusional state, depression, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, menorrhagia, multiple allergies, nausea, pelvic pain, urinary retention, urinary tract infection, vaginal haemorrhage, weight increased and abdominal cramps to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: reporters, patient demographics, medical history, historical drug, laboratory data, concomitant drugs were added. On (B)(6) 2010, she implanted essure (previously reported as 2010). On (B)(6) 2019, she explanted essure. Added lot number. Updated essure drug indication. Injury event was replaced with abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/ vaginal) type: uti, psychological or psychiatric problems condition: anxiety, depression, bladder or urinary problems or changes: urinary retention, nausea, neurological conditions or problems type: confusion, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, gastrointestinal or digestive system condition type: irritable bowel syndrome, hair loss, abdominal pain, bladder pain, abdominal cramps. On (B)(6) 2019: reporters details, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), genital haemorrhage ('gen. Abnormal bleeding'), gastrectomy ('other surgery gastric sleeve'), cholecystectomy ('cholecystectomy') and uterine haemorrhage ('aub') in an adult female patient who had essure (batch no. 675113) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, overweight and uterine bleeding. Previously administered products included for birth control: mirena from 2006 to 2010. Concomitant products included bupropion hydrochloride (wellbutrin) since 2018, fluoxetine hydrochloride (prozac) since 2018, linaclotide (linzess) since 2018 and lorazepam (ativan) since 2018. On (B)(6) 2010, the patient had essure inserted. In july 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/ period cramp"). In august 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ weight gain/ loss : gained 30 lbs after essure"). In september 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In october 2010, the patient experienced confusional state ("neurological conditions or problems type: confusion") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2011, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and alopecia ("hair loss"). In june 2015, the patient experienced urinary retention ("bladder or urinary problems or changes: urinary retention"). In september 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), nausea ("nausea"), abdominal pain ("abdominal pain"), bladder pain ("bladder pain"), abdominal cramps ("abdominal cramps and pain"), multiple allergies ("allergies") and feeling abnormal ("brain fog") and underwent gastrectomy (seriousness criterion medically significant) and cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, gastrectomy, cholecystectomy, uterine haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, depression, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, abdominal pain, bladder pain, abdominal cramps and feeling abnormal outcome was unknown and the urinary retention, confusional state, irritable bowel syndrome and multiple allergies was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder pain, cholecystectomy, confusional state, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrectomy, genital haemorrhage, irritable bowel syndrome, menorrhagia, multiple allergies, nausea, pelvic pain, urinary retention, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, weight increased and abdominal cramps to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on 29-sep-2010: total bilateral occlusion. Lot number: 675113 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events- gen. Abnormal bleeding, brain fog, gastric sleeve, cholecystectomy, aub were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.